Event description:
On (B)(6) 2015, the distributor contacted animas and alleged a history settings issue: the basal delivery totals in tdd do not match active basal program total in the pump, and there is no known cause for variation. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 08/19/2015: the device was returned to animas and evaluated by product analysis on 07/14/2015 with the following results: the complaint was not confirmed. ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/he duration test, no alarms occurred during the investigation, the product performs within specification. Last basal delivery was on (B)(6) 2015 @1:48pm, no activity outside of normal use is observed, tdd add up and reflect the programmed basal rate target. Unrelated to the complaint, the battery compartment is cracked at threads on the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)